Event description:
Procedure type: colectomy. According to the reporter: when closing down the eea, there was an unusual noise heard and the anvil snapped off. When the eea was opened back, up the anvil disengaged. The device was reassembled, close, and fired. The staples deployed properly but when opening, the anvil fell into the patient cavity. Performed a laparotomy to retrieve the anvil. The doctor was able to retrieve the anvil from the rectum. Device fired correctly and put in extra sutures for assurance. Additional, the scrub tech had difficulties removing the while anvil tip that came with the device. There was unanticipated tissue loss. There was unanticipated tissue damage. There was no unanticipated blood loss of more than 500 cc. There was a delay over 30 minutes.

Manufacturer narrative:
(B)(4).